Event description:
A 1/4 tubing from (B)(4) is disconnecting from the 1/4 y connector in the recirculation line during the procedure.

Manufacturer narrative:
Terumo did not receive the actual device, however, the complaint was confirmed through clinical review. During cpb, the blood line of the (B)(4) kit became disconnected from the recirculation line of the cpb circuit. An estimated blood loss of 250 ml was experienced. No transition was associated with this incident. Tubing was re-attached and no other issues were experienced. Procedure completed successfully without delay, and no pt harm observed. Complaint will be included in associates awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).